Manufacturer narrative:
Investigation: customer returned (11) 1cc, 6mm, 31g syringes in an open poly bag from lot # 8134815. Customer states that there was foreign matter on the surface of the needle. All returned syringes were examined and all samples exhibited dark material on the cannula shaft. A small portion of this material was removed from the cannula and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely poly(methyl methacrylate) or adhesive on the cannula shaft. A review of the device history record was completed for batch# 8134815. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Visual inspection of the syringes found fm in the center of the exposed outside section of the cannula on (2) syringes. The adhesive covered 5-10% of the surface area. Per ftir analysis performed at franklin lakes the fm was determined to be adhesive used to join the cannula to the tip of the barrel. The barrel tip did not contain adhesive runoff. There were no quality notifications or maintenance dispatches that pertained to the complaint. CAPA#226773 was initiated.

Event description:
It was reported that bd ultra-fine¿ 6mm needle & insulin syringe had foreign matter on the needle. This occurred on 10 occasions before use. The following information was provided by the initial reporter: it's noticed that foreign matter (supposed to be the rust) on the surface of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ 6mm needle & insulin syringe had foreign matter on the needle. This occurred on 10 occasions before use. The following information was provided by the initial reporter: it's noticed that foreign matter (supposed to be the rust) on the surface of the needle.